Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The variax distal radius non-locking screw shaft broke during insertion through the most proximal hole in the vdr plate. A 2.0 drill with drill guide was used to prep the hole. Bi-cortical drilling was achieved. The screw was almost entirely implanted when the head of the screw sheared off. The shaft of the screw remained implanted. The remainder of the procedure was uneventful.